Manufacturer narrative:
The received information is not specific enough to point to any particular fault. Customer did not provide any information. We haven't received any update, logs or any information about the status of the ventilator. The information stated in the complaint is not enough to determine the root cause of the reported failure. Given this, we have not been able to confirm the problem nor can we identify any root cause.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator alarmed for low pressure. There was no patient harm. (B)(4).